Event description:
It was reported the patient experienced a loss of pain coverage on (B)(6) 2013. Diagnostic methods used were examination and palpation. It was reported the patient had a lead replacement on (B)(6) 2013 and recovered without sequelae. Reprogramming was reported to have been performed on (B)(6) 2013. It was reported that the etiology was unlikely related to the device or therapy and possibly related to the implant procedure. Additional information received reported that one lead was slipped and noted during surgical observation.

Event description:
Additional information received reported that there was a lead migration and diagnostic methods included impedance measurements on (B)(6) 2013 on one of the leads.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that impedance was high and it was unknown which lead.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. . Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).